Event description:
It was reported by the rep the product was used in a laparoscopic appendectomy. It was reported that during the procedure, the outer gasket of the 512o tore, causing a delay in the case of 20 minutes. In addition, two of the ms512 reducer caps also tore.